Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the display was scrambled. The fse replaced the video receiver to lcd cable (0012-00-1747). The fse performed a complete preventive maintenance (pm). The unit passed all functional and safety tests according to factory specifications. The iabp was given to the customer and cleared for customer use. The failure analysis and testing dept. Received part number 0012-00-1747 display cable serial number (B)(6). Meritec with a reported unit failure of display issue, display keeps scrolling. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1747 display cable serial number (B)(6). Meritec into the cs300 test fixture serial number (B)(6) and tested the cable to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After one hour of run time, the fat could not replicate the complaint of a display issue, the display keeps scrolling. The cable passed testing. Retaining the cable in the fat per procedure number (B)(4). As. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has display issues. Display is scrambled. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.